Manufacturer narrative:
The illuminator has been returned to isi for failure analysis evaluation. Failure analysis investigations confirmed the customer reported complaint. The unit was installed on an in-house test system and the system generated error code 297 and there was no power during startup of the unit. Visual inspection found that the unit was in good condition. System error code 297 appears when the system detects that an electronic component was reporting an incorrect configuration. Upon determining this condition, the system records the fault and transitions to a safe state. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, the site experienced repeated occurrences of system error code 297. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. Review of the site's system log by the isi technical support engineer (tse) found that the issue was associated with a communication issue with the illuminator. The tse instructed the site to remove the installed instruments and to power cycle the breaker switch on the vision side cart (vsc); however, the issue recurred. Additional trouble shooting performed did not resolve the issue, thus the site made the decision to complete the planned surgical procedure using an external third party illuminator. There was no report of any patient harm, adverse outcome or injury. The isi field service engineer (fse) was dispatched to the facility. The fse investigation confirmed the customer reported complaint. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.